Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Wife reported the customer was found on the floor mumbling, incoherent, and "out of his head" around 3:00 a.m. She tested his blood glucose and the result was 121 mg/dl. She called 911, and the first responders arrived within a few minutes. They tested his blood glucose, and she believes the result was 38 mg/dl. The paramedics arrived and started a glucose IV, and he was transported to the hospital. He was admitted to the hospital for 3 days and treated for hypoglycemia and an open wound from a hernia surgery. The cause of hypoglycemia is not known; he had not taken additional insulin based on a meter result. The alleged product was replaced and requested for evaluation.